Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous positive rheumatoid factors (rf) results generated by unicel dxc 800 pro chemistry analyzer using rf reagent lot m009630. The erroneous results were reported out of the laboratory. The negative samples are all false positive and are not repeatable. Per customer, patient treatment was not affected by this event.

Manufacturer narrative:
The samples are serum. Calibration results provided by customer are acceptable. The customer has indicated that qc results are acceptable. Qa has recommended to the originator that a service visit to look at the precision of the system may be needed. No additional information are provided. This is a reagent issue.